Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent struts along the proximal portion of the crimped stent were damaged and bunched distally. There was no signs of stent movement on the balloon with good crimp contact achieved at the undamaged distal portion of the crimped stent & balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery (rca). A 38x4.00mm promus premier¿ stent was advanced to treat the lesion, however, strong resistance was encountered. The physician then noted that the stent shifted from the balloon stent delivery system and both edges of the stent were deformed. The procedure was completed with a different device. No patient complications reported and the patient's status was good.

Event description:
It was reported that stent moved on balloon and stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery (rca). A 38x4.00mm promus premier¿ stent was advanced to treat the lesion, however, strong resistance was encountered. The physician then noted that the stent shifted from the balloon stent delivery system and both edges of the stent were deformed. The procedure was completed with a different device. No patient complications reported and the patient's status was good.